Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly and that the pump shut off unexpectedly. Customer¿s blood glucose level was 231-400 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. Based on the analysis, the alleged unexpected shutdown and battery depleting issues could not be verified.